Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative performed iris calibration and collimator alignment. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system exhibited a misalignment of the transverse and longitudinal collimation. No patient injury was reported.